Manufacturer narrative:
(B)(4).

Event description:
It was reported "in the process of checking the product prior to catheter insertion, md found the j-tip guide wire bent. A new kit was opened and used, and there was no problem". No patient involvement.

Event description:
It was reported "in the process of checking the product prior to catheter insertion, md found the j-tip guide wire bent. A new kit was opened and used, and there was no problem". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned a spring wire guide (swg) within its advancer tubing. The returned guide wire assembly did not include the straightener tubing nor the cap. Additionally, no definite signs-of-use were observed. Visual analysis revealed a small kink on the guide wire near the distal j bend. During normal assembly this kink would have been located inside the guide wire cap, protecting it from damage. No other defect or anomalies were observed. Both the proximal and distal welds were intact. The guide wire length measured 454mm which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .850mm which is within the specification limits of .838mm-.877mm per the guide wire graphic. Functional inspection was performed per the IFU provided with this kit. The IFU states: "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The guide wire was advanced through a lab inventory ars and 18 ga introducer needle to functionally test. The swg passed through with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged." The complaint is confirmed. Visual analysis revealed a small kink on the guide wire near the distal j-bend. During normal assembly this kink would have been located inside the guide wire cap, protecting it from damage. The root cause of this complaint is deemed manufacturing related. A non-conformance request was initiated to further investigate this issue.